Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranged from 37-39 mg/dl. The customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed glucose tablets to address the issue. Reportedly, customer was involved in a car accident which caused contusions. Paramedics transported customer to the emergency room by ambulance and the customer was subsequently hospitalized. Customer was treated with intravenous fluids of saline and a blood transfusion to address the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown. Multiple attempts were made by cts to follow-up with the customer on the reported issue, but no response was received.